Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that an old cartridge had been removed from the pump and that the rewind step had been initiated. Reportedly, the rewind step was stopped when the pump indicated the piston was at the 316 unit mark when the normal maximum should be 206 units. Reportedly, the patient proceeded to the load step in an attempt to move the piston back to the 206 mark. It was reported that during the load step, the patient reportedly thought that the piston was all the way to the end when the pump gave a call service alarm. Reportedly, the pump was then rebooted in an attempt to rewind; the pump display indicated that the pump was rewinding however the piston was not retracting and a call service alarm occurred again. The reporter stated that the patient was unable to clear the alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: one call service alarm was observed in the black box on the reported failure date of (B)(6) 2014. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation and testing of the internal motor. The pump was rewound to the 206 position with no stoppage and no other issue; no moisture corrosion was observed. Product analysis was unable to duplicate the initial complaint during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.